Event description:
Fresenius of north america manufactures a connector set for the liberty dialysis machine. Without notice they recently changed the connector line from 20 feet to 15 feet. This was done without notifying any patients and several forums online discuss this issue. Without that 5 extra feet I'm unable to reach the restroom and was not able to reach the restroom to urinate. This poses a grave threat to hundreds of thousands of patients that use this modality to attempt to live normal lives.